Manufacturer narrative:
Taper ii: further information has been requested of the initial reporter regarding the implant date and implanting physician. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed and noted scratches/pulled material on two of the port holes. The taper tubing was noted to be discolored, and appeared yellow in color. A port leak test was performed, and leakage was noted from the port tubing. Under microscopic analysis, this opening was noted to be a smooth-edged opening, consistent with wear and tear. A fill inspection test was performed, and no blockage or resistance to flow was noted. Device labeling addresses the reported event of port tubing leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing.

Event description:
Reported as: the patient's lap-band system was reported to have "came in for a fill and the physician was unable to draw fluid. Upon explant it was discovered the tubing had a hole and cut on it." The port was removed and replaced.